Manufacturer narrative:
The din rail for viewing station of the imaging system was returned to the manufacturer for analysis. It was noted that the din rail was missing the suspect fuses at the time of return, new fuses were installed into the imaging system and the system then subsequently functioned as designed. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a din rail was replaced and an inrush suppressor was installed. A system checkout was performed after replacing parts. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of surgery the imaging system had open fuses when driving the system. There was no patient present at the time of the issue.